Event description:
It was reported that the pt's knee swelled up during an anterior cruciate ligament reconstruction. The surgery was stopped and had to be re-scheduled. Additional information has been requested regarding details of the event and the return of the device for eval. This device is used for treatment.

Manufacturer narrative:
The device is expected for eval but has not yet been received. A follow up report will be submitted upon completion of the investigation.